Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device lasted less than four years. It was also reported that the device was programmed at implant to high outputs due to high left ventricular (lv) threshold. The device was removed and replaced with a new device. The lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device lasted less than four years. It was also reported that the device was programmed at implant to high outputs due to high left ventricular (lv) threshold. The device was removed and replaced with a new device. The lv lead remains in use. No patient complications have been reported as a result of this event.